Event description:
It was reported that the patient experienced a deceleration and twisting event while being thrown from her wheelchair. Revision and additional future procedure required.

Manufacturer narrative:
Method: device not returned; results: the customer reported event of a xia titanium 4.5 vitalium rod contributing to the patient's issues could not be confirmed. Conclusion: the event description states that the patient was thrown from her chair. However, no device failure mode was noted and without further information it cannot be determined if the devices contributed to the customer's issues.

Event description:
It was reported that the patient experienced a decleration and twisting event while being thrown from her wheelchair. Revision and additional future procedure required.